Event description:
It was reported to boston scientific corporation in 2009 that a nasobiliary catheter with guidewire was used during a calculus removal procedure of the common bile duct performed three days prior. According to the complainant, the tip of the guidewire tore off during stone removal. The detached tip was removed with a basket without incident. The procedure was completed with this device. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.